Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing diagnosis, which was delayed. No harm to the patient or the user was reported. The philips field service engineer (fse) inspect the system onsite confirmed that the system geometry movements were unavailable. A review of the system log file confirmed the reported malfunction. The user rebooted multiple times and issue persisted and as per troubleshooting of the remote service engineer (rse) geo ips was not booting. Upon onsite functional testing, the fse found that spp supply in the frontal stand and scc power unit in r-cabinet were defective and need replacement. The defective power supply x00001b returned to analysis, and it concluded that there was power supply defect. To resolve the reported issue the fse replaced the spp power supply in frontal stand, scc power unit in r-cabinet and reconnected all cables. After the replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform geometry movements. The device was in clinical use. No harm has been reported to philips. The patient's examination was delayed. Philips has started an investigation of this complaint.